Manufacturer narrative:
Refer to evaluation summary: (B)(4) it was reported that the patient's blood pressure dropped after ablation. Ice confirmed perforation. Pericardiocentesis was being performed at the time of call. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrioventricular reciprocating tachycardia (avrt/wpw) procedure with a thermocool sf catheter suffered a cardiac tamponade which required pericardiocentesis. The procedure was a left lateral accessory pathway ablation. After transseptal the site was located on the lateral mitral annulus. The pathway went away after two ablations. A third ¿insurance¿ burn was made. During the wait period the patient became hypotensive and ice was used to check for an effusion. At that time there was a large pericardial effusion seen. And immediate pericardiocentesis was performed. An approximate 1500ml of bright red blood was removed and the decision was made to take the patient to surgery. The event required hospitalization. The physician¿s opinion regarding the causality of adverse event was possible device-related and procedure-related.

Manufacturer narrative:
The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi equipments involved are: carto 3 system (serial#(B)(4)), stockert generator (serial#(B)(4)), coolflow pump (serial#(B)(4)). (B)(4).